Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the keypad buttons were slow to respond and denied damage to the keypad and moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: all of the buttons responded intermittently to testing. There was no damage to the keypad observed. The keypad was removed and contamination under the button contacts was observed. Unrelated to the keypad issue, the battery compartment was observed to be cracked from the case seal to the grip. The pump was opened and removed from the case and there was no moisture or corrosion observed in the pump.